Manufacturer narrative:
The pod was received with the needle cap secured to the bottom housing and the formed needle was found deployed into the needle cap. After removing the needle cap, the needle and the soft cannula got deployed. Pod download data showed that it completed first and second priming, and the pod got deactivated by the user at the end of second priming. No issues were found in the received device that would result in the needle deploying early. Although no issues were noted with the needle mechanism, it could not be determined when the needle deployed. A root cause for the reported needle deploying early could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.